Event description:
The user received questionable results for sodium and potassium on the cobas 6000 c501 analyzer for two patient samples starting on (B)(6) 2010. The user only provided results for one patient sample that gave discrepant results which occurred on (B)(6) 2010. The sample was a pediatric serum sample. The original sodium result was 118 mmol/l; the repeat result was 147 mmol/l. Th original potassium result was 3.5 mmol/l; the repeat result was 4.5 mmol/l. The user said the original results failed delta check as not matching previous results for this patient so they repeated the patient sample. The patient was not affected as the original results were not reported outside the laboratory. The electrode lot numbers for sodium and potassium were not provided. The field service representative was unable to determine a cause. Performance tests were run.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. However, initial analysis revealed a device anomaly. No adverse patient effects were reported. This device is included in the shortened replacement window advisory.

Manufacturer narrative:
No instrument malfunction was detected by the field service representative. A specific root cause could not be identified due to insufficient data provided.